Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the down arrow was not responding. Advised customer to revert to manual injections until she receives a replacement insulin pump. The customer demanded to receive the device next day. The customer stated that she may request a reimbursement for the emergency bill as a result of going to the hosp for needles. No further info was provided.